Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09168. It was reported that the patient's remote transmission noted noise on the right ventricular (rv) and right atrial (ra) leads. The noise had been due to electromagnetic interference (emi) during an unrelated procedure. No intervention was performed. The patient remained in stable condition.